Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a revision procedure was required after pocket closure at the implant procedure for this electrode. X-ray identified the electrode had been placed under the patient's rib cage. The pocket was re-opened and the electrode was successfully repositioned. No additional adverse patient effects were reported.